Manufacturer narrative:
Merge healthcare is further investigating the allegation from the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2016, a customer reported that non-archived exams had accidentally been deleted. The customer indicated that the system did not give any warning while exams that were not archived were deleted. With merge unity pacs not functioning as expected, there is a potential for patient data to be unintentionally deleted which may result in data used for diagnosis or treatment decisions being unavailable. However, there was no specific reported patient involvement or harm as a result of this issue. (B)(4).

Manufacturer narrative:
Pacs administrator accidentally deleted exams that had not been archived. There is a token in the software to warn users that they are about to remove exams that have not been archived to long term storage. That token was turned off at the time of the incident. The token was enabled and continues to be enabled, therefore anytime an exam is triggered to delete manually that has not been archived the system warns the user and asks for them to type in their name/password to continue. Review of subsequent service cases show none related to this incident, nor any for exams that are unable to be found. There will be no further investigation of this issue. Revised information contained in this supplemental report includes the following: h6 - evaluation codes: methods code: 22 software evaluaiton(blank in initial report). 3372 analysis of data logs . Results code: 104 software problem. Conclusions code: 61 user error caused or contributed to event. 17 evaluation conclusion. H10 - indication of additional manufacturer information is contained in this follow-up report.